Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent were raised off the balloon material. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device or possibly when the stent protector was reinserted following the complaint event. There were no issues noted with the profile of the stent protector. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The distal balloon folds were tightly wrapped and evenly folded however it was noted that the balloon folds appeared slightly compressed at the proximal end. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found no kinks or damage along the length of the hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 28mm in length, 2.7mm I diameter and the de novo target lesion was located in the mildly tortuous and non calcified right coronary artery. A 32x2.75mm taxus tm liberte tm drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.